Manufacturer narrative:
(B)(4).

Event description:
The patient's husband treated the patient with a glucagon injection at 2:00am. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The patient stated that while they were asleep, the cgm had a transmitter failed error. They became hypoglycemic and was not alerted due to the failed error. The patient was sweating and reported to have had nightmare and was speaking loudly. The patient's husband noticed the patient's symptoms and took a blood glucose reading and it was 29 mg/dl. The patient treated the patient with a glucagon injection at 2:00am. At the time of the report, the patient was feeling better. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(4). Diabetes mellitus is a known cause of hypoglycemia.